Event description:
Prostatectomy under laparoscopy - "with one clip applier there was a problem with rotation of the handle during use. The second clip applier did not close and they noticed a wire on the sleeve."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.